Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue.the reporter stated that the pump was alarming to replace the battery and that the battery had been changed multiple times with a lithium battery but the pump continued to alarm. The reporter denied any damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump powered on to the verify screen normally. Multiple low battery warnings and multiple replace battery alarms were observed in the black box. There was evidence of a partially discharged battery installation that occurred multiple times as observed in the black box on (B)(4) 2014. There was a battery compartment crack observed below the grip pad and no evidence of moisture contamination in the battery compartment or on the underside of the battery cap. The battery cap was able to fully tighten and no power loss was observed. The current draws were observed to be within specifications. The pump case was removed and there was no evidence of moisture contamination or loose components inside the pump. Unrelated to the battery compartment condition, the display screen was dim and discolored. Conclusion; the initial complaint was related to low voltage in replacement batteries. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.